Manufacturer narrative:
Note : product reference 4432460 is not cleared for sales in the USA, but similar product reference 5432460 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of this batch of celsite access port which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of access ports sold since november 2018. Investigation results: we have received for investigation a pur catheter without the access port housing. No x-ray picture was forwarded. The returned catheter measures 19.5 cm long. The connection traces show that the catheter is entire. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. The following measures are in mm. All characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned catheter. Our records show that this batch was manufactured in accordance to our specifications. However as, the device returned is incomplete. No information was forwarded concerning the implantation procedure. No x-rays picture is available. We cannot conclude on the root cause of the incident. The migration of the catheter is a known risk of access port implantation. The complaint rate for this type of complaint is low (0,01%) and satisfying compared to the information given by the literature. No corrective action is envisaged.

Event description:
"The catheter went off the veinport and is now lying just before the entrance of right atrium. It's not pinch off syndrome. The port and the hub were intact. The department presume it appended 6 weeks ago as the port has been unable to use in that time."